Manufacturer narrative:
The investigation determined the action taken by the field service representative were reasonable. Based on the provided data and results, most probably a mis-sampling or improper mixing took place. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation of the samples which may have contributed to higher contamination of the ise flow path.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for two patient samples. Patient sample 1 initial result was 129 mmol/l with a data flag and was reported outside the laboratory. The result was questioned by the pharmacy and the sample was repeated with a result of 135 mmol/l with a data flag. The sample was also repeated on another cobas integra 800 analyzer at the site with a result of 135 mmol/l with a data flag. The sample was then repeated 12 times on the original analyzer with all result between 135 and 137 mmol/l with data flags. Patient sample 2 initial result was 128 mmol/l with a data flag and was reported outside the laboratory. The sample was repeated and the result was 137 mmol/l. The repeat results were believed to be correct. The patients were not adversely affected. The sodium electrode lot number was 21524065 with an expiration date of 07/12/2013. It was noted the customer had installed the electrode after the recommended "install by" date. The field service representative found there was an issue with the ise tubing and ise mix tower. He replaced the ise tubing and ise mix tower and he adjusted the mix/dry settings. The customer calibrated the ise and ran qc with all results within specifications.